Event description:
A female patient was treated for t12, l3 vertebral compression fracture with balloon kyphoplasty. During the procedure, the physician withdrew the working cannula too far, resulting in the orifice of the working cannula projecting into the patient's spinal canal, resulting in approx one (1) ml of bone cement being injected into the pt's spinal canal. The procedure was then immediately stopped. The cement's presence in the spinal canal was confirmed by CT scan. Postoperatively the pt was found to have a grade 3-4 leg paralysis. A decompression procedure was performed and the cement was removed. Subsequent to the decompression procedure, the pt has paraparesis and is being treated in a rehabilitation facility.

Manufacturer narrative:
Method- other; device not returned for evaluation, follow-up conversation with kyphon representative reporting the event. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.